Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) was removed from service due to oversensing. The entire lead system was capped, and a new endotak (0125) was implanted.